Manufacturer narrative:
After further review, section d4: primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloons of a saber 2.5mm x 20cm and saber 3mm x 15cm percutaneous transluminal angioplasty (pta) balloon catheter could not be filled. Leakage was found during the test outside of the patient after the balloons were used inside the patient. The balloons were not tested during prep outside of the body. There was no reported patient injury. There were no anomalies noted while pulling negative pressure. The lesion was mildly calcified, with mild tortuosity and 75% stenosed. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or any of the sterile packaging components. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the indeflator when trying to inflate. The balloon maintained pressure during inflation and re-wrapped properly. The balloon catheter was removed easily. The device was stored and prepped as per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was inspected prior to use and there were no anomalies noted on the balloon at this time. 2024-06659-2 the device was returned for analysis. A non-sterile unit of ¿saber 3mm15cm 150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that it does not present any damages or anomalies. The balloon was received deflated. No other outstanding details were noticed. Functional testing was performed, an inflator/deflator device was attached to the inflation port and positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation of the balloon was not possible as the unit presents a leak condition on the shaft near the proximal seal. Sem analysis was not performed because the damages associated with the leakage are visible with the magnification obtained with a vision system. The shaft area where the leaking is observed was inspected with a vision system observing a puncture on the shaft. The damage path of the rupture on the puncture is from the external surface of the shaft toward the inside of the inflation lumen. The shaft external surface presented evidence of secondary scratch marks near the punctured borders. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely the same factors that caused the observed scratch mark on the surface could have led to the damaged condition found on the received device. It appears that the external surface near the punctured border area was affected with a sharp object from the outside of the device. No other anomalies were observed. A product history record (phr) review of lot 82293766 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was confirmed via device analysis for (2024-06659-1), as a leakage of water was noted during functional analysis. Sem analysis was performed, results showed that the leakage on the balloon was caused by a torn condition on the external balloon material which presented evidence of scratch marks near the damage. The reported ¿balloon leakage¿ was not confirmed as subsequent findings of ¿body/shaft-puncture/cut¿ were confirmed for (2024-06659-2), during functional analysis, a punctured condition was observed on the shaft of unit during analysis. However, the exact causes of the damages noted to both devices could not be confirmed. Device analysis revealed the body/shaft was punctured and a leakage was noted from the damaged area upon functional analysis. The outer surface of the shaft presented evidence of scratch marks near the punctured area. Based on the information provided it appears the damages were caused by the interaction of the balloon and shaft material with a sharp object. It is likely vessel characteristics of stenosis and calcification may have contributed to the reported event as evidenced by device analysis. The device did not present any obvious indication of a manufacturing defect or anomaly that could have contributed to the events reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber 2.5mmx20cm and saber 3mmx15cm percutaneous transluminal angioplasty (pta) balloon catheter could not be filled. Leakage was found during the test outside of the patient. There was no reported patient injury. The balloons were used inside the patient. Each balloon was not tested outside of the body during prep. There were no anomalies noted while pulling negative pressure. The lesion was mildly calcified, mild tortuosity and the 75% stenosed. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. Ther was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the indeflator when trying to inflate. The balloon maintained pressure during inflation. The balloon re-wrapped properly. The balloon catheter was removed easily. The device was stored and prepped as per the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was inspected prior to use and there were no anomalies noted on the balloon at this time. The devices will be returned for evaluation.